Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the shocking sensation and loss of therapeutic effect had been resolved. They turned the machine down two notches. The sharp stabbing pain felt like they were being attacked by fire ants.

Manufacturer narrative:
Concomitant medical products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3093-28, lot# v304386, implanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The consumer reported shocking at the implant site for a few seconds at a time then it eventually went away. It happened half a dozen times in the patient's right buttocks. It was like that since (B)(6) 2015 (10 days prior to report) and it was usually when she bent over. She had high frequency of urination for the past 6 weeks prior to report and her stool was hard for quite a while. The patient lowered her stimulation twice since (B)(6) 2015 ((B)(6) prior to report) and her stool was moreloose, she was not urinating as much and the shocking stopped. The patient generally did not feel stim unless when she was adjusting stimulation. The patient planned to meet with the health care professional in (B)(6) 2015 ((B)(6) after report) and she hoped to have the manufacturers' representative check her implant. There was no trauma or fall related to this issue. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that they met with a manufacturing representative (rep) and they corrected the settings and they gave the patient a new ¿machine¿ to correct settings. The patient had been getting what felt like small electrical shocks. There were no problems since they corrected the settings. The patient wanted a booklet on the operation of the new equipment, which was not the implant.

Manufacturer narrative:
(B)(4).